Manufacturer narrative:
Date of event: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03880. It was reported that patient¿s leads migrated. Issue was confirmed via x- rays. As a result, surgical intervention was undertaken on (B)(6) 2021 where in the leads were repositioned to the correct location restoring effective therapy.